Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. (B)(4).

Event description:
Additional information was received that indicated the ipg was removed as charger would not connect and the ipg stopped working.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg was explanted on an unknown date in 2014 for an unknown reason. The patient declined to provide further information.